Manufacturer narrative:
Product received date - 1/14/2026. One used device was returned for investigation. During visual inspection, found that the filter was wetted out. Received one (1) photo of the set in a bag. The set was leak tested per specifications and no leakage was observed. The complaint of a leakage cannot be replicated but can be confirmed due to the wetted-out filter. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter material due to an infusate interaction during use. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
An incident involving a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch reported that leakage was noted at filter vent after 0.2 hours of infusion. Vent cap was closed. There was patient involvement and no harm/adverse event reported.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. (B)(6).